Event description:
Ous MDR - it was reported that the pacemaker could not be interrogated 2 hours after the implantation. The device is currently undergoing analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. The inspection of the device showed traces of smoke that might be connected to the electro-cauterization. Next, the pacemaker underwent an electrical incoming goods inspection. The implant was interrogated and the memory content analyzed. During the initial status interrogation, a warning appeared on the programmer with the message that the implant was in safe mode and re-initialization is required. The implant's capability to provide therapy was then tested. The antibradycardic output signal matched the programmed values in safe mode, and the signal sensing of the device was proper. The pacemaker showed behavior conforming to the specifications in regard to its therapy functions. The analysis of the memory excerpt showed that the pacemaker had switched to the safe program on the day of the implantation due to the detection of damaged memory content. In general, the device is able to detect damaged memory content. The device then reacts according to specification by switching to the safe program. A warning message is shown to the user at the programmer. Several attempts to correct the damaged memory content by re-initialization were, however, unsuccessful. Therefore, the pacemaker was opened, and the components of the electronic module were inspected. In this process, a damaged integrated circuit was identified, which had led to irreparable damaged memory content. This was confirmed by disconnecting the circuit from the electronic module and testing it separately. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be connected to the complaint. All manufacturing steps had been carried out correctly. In summary, the clinical observation resulted from a damaged integrated circuit. Nevertheless, the device was capable to provide therapy in the safe mode during the implantation time of the pacemaker. The check of the production history shows that the device functioned properly at the time of shipment. It can be assumed that the damaged to the integrated circuit occurred between shipping and the day of the implantation.